Manufacturer narrative:
The cpu board returned from an internal customer had a jumper plugged on jpr2 which disabled the watchdog reset and caused error code 100b. Removing the jumper resolved the problem.

Event description:
During service, the manufacturer's field service engineer reported a vent inop watchdog timer failure occurrence. No patient involvement .